Event description:
Caller reported a cartridge alarm 20 with a high blood glucose reading, though the exact value was unknown. There was no adverse impact to the customer's blood glucose level. To address the issue, the customer administered a correction bolus via the pump. Technical support confirmed the recurring problem with consecutive cartridges and decided to replace the pump. The customer was advised to use multiple daily injections as a backup therapy and received instructions on storage mode for the existing pump and programming settings for the new pump. The problematic pump was to be returned to tandem using a provided return box and label within 10 days to avoid charges. Technical support also confirmed the shipment details for the replacement pump, which included updated software.